Event description:
Boston scientific received information that this left ventricular lead became dislodged. A revision procedure was performed; the lead was attempted to be repositioned; however, another vein was used and a different size lead was needed. The lead was successfully removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.